Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The date of event is unknown. There was no report of patient harm. The time of event is unknown. No known adverse event. Customer reported poor image quality.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) discolored. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the bending rubber discolored, the nozzle gluing discolored, the down pulley wire snapped/cut , the remote control button leak, the remote control button cut, the suction channel kink, and the air/water socket chipped/cut o-ring ; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k) g6: follow up #1 h2: type of follow up.